Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 600mg/dl. The customer treated with a manual injection. The customer stated that insulin is squirting out during manual prime. The customer reported air bubbles in their reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.